Manufacturer narrative:
One device was received for evaluation. Functional testing was able to verify and duplicate the reported problem. It was determined that the printed wire assembly was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 41786 that kept appearing. There was no reported patient involvement.